Manufacturer narrative:
The digoxin qc has been within the customer's established ranges. A field service engineer (fse) was dispatched: the fse performed a diagnostic testing which passed within instrument specifications. The fse replaced the aspirate probes and made necessary adjustments to the ultrasonics and alignments. The fse performed precision tests and a system check with acceptable results. A clear root cause for this event has not been determined to date.

Event description:
A customer obtained higher than expected digoxin results above the therapeutic range for two patients. Subsequent testing produced lower results for both patients. Results were not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.